Manufacturer narrative:
H2. Correction: please note, code e2403 and f26 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the explant of the ins occurred (B)(6) 2021. On the same occasion, it was replaced and a new ins of equal reference was implanted in the patient as requested by the surgeon. The rep came to do the schedule of the implant on the same day at 6 pm, and the patient was in the intensive care unit (ICU). The rep stayed there until 9pm in an attempt to arrive at a comfortable schedule for the patient. It was noted that the surgeon was not present and the patient presented a very altered and aggressive emotional picture. The rep left to release the device and contact the surgeon to list what happened. The rep returned to the patient's bed where the patient was to continue waiting for the surgeon who was present at 11:45pm. They attempted to do the programming, and the doctor asked to the rep to use some standards that this model of ins did not provide. The patient and doctor requested that the explanted ins remain with the patient, and it was noted that the patient had a period of pain associated with the delay in approving the ins replacement.

Manufacturer narrative:
Please note the event date is approximate. Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) had experienced ¿premature battery depletion¿ at the end of 2020. It was noted that patient compliance may have led or contributed to the issue. The cause of the alleged premature battery depletion was not yet determined as of (B)(6) 2021. The ins remained implanted and out of service at the time of report with replacement planned for the future; the issue remained unresolved at the time of report. The ins replacement procedure remained unscheduled as of (B)(6) 2021. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.